Event description:
It was reported to philips that the system took an extended time to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system startup time was slow. Upon troubleshooting to resolve the issue, the fse restored the ghost backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.